Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage, migration and stent explanted occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal of the 1st diagonal artery. A 2.75 x 24mm synergy ii drug-eluting stent was implanted for treatment. However, the position shifted and the proximal part came out in the left anterior descending artery (lad). Another non-bsc balloon was used to dilate the stent and upon removal, the balloon was caught in the stent strut and had difficulty removal. Dilation was performed again and the balloon was pulled harder removing it and the implanted stent. Another 3.0mm synergy was implanted completing the procedure. No further complications were reported.